Event description:
It was reported that evidence of right ventricular (rv) lead double counting was observed in one specific morphology during a non-sustained high-rate episode. No oversensing or double counting was observed on the current electrogram. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).